Event description:
It was reported that during a da vinci s surgical procedure the monopolar curved scissors instrument was not recognized by the system. Additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a test system and the instrument was successfully recognized. Engineering observed distal end of the main tube had a couple of sections., approximately 180 degrees apart, with light material removed. The damaged areas are 1.1" and 1.25" long and parallel to the tube axis with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.